Event description:
The customer reported that the 3100a ventilator did not meet a performance specification. During a preventative maintenance check, the oscillator started skipping. There was no pt involvement.